Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of nonconformities related to this complaint investigation was conducted. As a result there was no evidence that any of the mfg processes and procedures performed at convatec-greensboro site contributed to this event. After further investigation, the initial lot info obtained was determined to be invalid under the current system.

Event description:
Report received indicated pt experienced intermittent bleeding of stoma as a result of being prescribed a new blood thinner medication. The pt was notified his urine was mixed with blood in his ostomy pouch and the output had become "light pink." Prior to the receipt of the complaint the pt used the device for over a year and a half without incident. The physician advised the pt to apply pressure to the stoma during removal of the device and if the symptoms did not improve to seek further med treatment. Further info regarding pt outcome was not provided.